Event description:
It was reported that during a bunionectomy the handpiece began turning on by itself while the safety was engaged. There has been no reported patient or user injury, and the case was still completed successfully.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was problems with the motor, rotor, and press plug due to corrosion. Each of those parts were replaced along with other components. Service repaired and returned the device to the customer.